Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately three weeks ago. It was reported that during deployment of the contralateral limb, the physician's glove got caught between the strain relief and the graft cover. Two centimeters of stent graft were still not deployed. The physician had to cut away his glove and used the bailout technique to complete deployment of the remainder of the stent graft. This was successful and no further complications were reported. No clinical sequelae were reported and the patient is fine. The delivery system was discarded by the user facility.

Manufacturer narrative:
Results: inherent risk of procedure (deployment difficulty). Incorrect technique/procedure (incorrect hand position on the delivery system handle during deployment). Conclusion: operational context contributed to event (incorrect hand position on the delivery system handle during deployment).